Event description:
A nurse manager reported the footswitch was not working during a cataract with intraocular lens implant procedure. They "wiggled" the cable to get it to work, but eventually completed the procedure using an alternate footswitch. There was no impact to the patient.

Manufacturer narrative:
Including, root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).